Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during testing, the device gave an "abnormal energy delivery" message when attempting to shock. This message indicates that adequate therapy may not have been delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that during testing, the device gave an "abnormal energy delivery" message when attempting to shock. This message indicates that adequate therapy may not have been delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's therapy pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during testing, the device gave an "abnormal energy delivery" message when attempting to shock. This message indicates that adequate therapy may not have been delivered. There was no patient use associated with the reported event.